Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a hypoglycemic event. Patient's wife reported that patient's blood glucose (bg) value was 27 mg/dl. Patient's symptoms are not known. Patient's wife called paramedics. The paramedics treated patient with an IV of sugar. Patient was not transported to hospital. Patient was not using the dexcom system at the time of the event. At the time of contact, patient was feeling well. No additional patient or event information was provided. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.